Event description:
In 2004, the patient was implanted with two gore excluder aaa endoprostheses for treatment of an abdominal aortic aneurysm (6.5 cm). Four months later, the patient had an embolization for a type ii endoleak which was unsuccessful. The patient had several follow up cat scans that showed a consistent aneurysm size (6.5 - 6.7 cm) between 2004 and 2006. In 2008, a CT scan showed aneurysm growth (8.4 cm) and a proximal type I endoleak. The following month, the patient underwent a second endovascular procedure where the original device system was re-lined and gore excluder aaa endoprosthesis aortic cuffs were added to the proximal end of the graft system. The endoleak was resolved and the patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Please note additional device implanted in 2004; pcc121000.